Event description:
It was reported through additional info requested from the user and user facility the following: the user stated that this was a very complex and complicated case. The pt initially presented comatose and was found to have multiple stenosis in the vertebrobasilar territory and had two "coronary" stents placed in the extracranial segment of the vertebral artery. After a period of rehabilitation/recovery, the pt came back for the treatment of the more distal stenotic lesion located in the basilar artery (ba). The users went up with a guidewire that was passed through a 5f guiding catheter, but due to anatomical constraints and due to the stents proximally placed in the vertebral, road mapping was technically quite lmited. The users managed to advance a balloon (device in question) up to the target lesion and inflated the balloon to nominal pressure. Immediately following balloon angioplasty, a massive extravasation of contrast was detected due to a severe dissection of the basilar artery. At this point, the decision was made to rapidly proceed with stenting in order to quickly remedy the situation for some unk reason--basilar artery false lumen?--the wire could not be advanced to p-1 segment of the posterior cerebral artery (pca). The users advanced the stent over the wire and before it being deployed while manipulating the stent inner sheath, the nose cone of the stent delivery system appeared to have punctured the pca, close to the top of the basilar artery resulting in a more massive subarachnoid hemorrhage. Response to the question into the causation of this event, the user pointed out that the vessel dissection was the major complication, most likely attributable to the ballooning of the ba. In the user's opinion, the puncture of the pca was only a procedural complication and was not related to the stent performance.

Manufacturer narrative:
The device in question was not returned for analysis. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the pt death experienced by the user. If further significant info is found, a supplemental report will follow.